Event description:
Customer reported that in 2008, he realized his vial of test strips for his precision xtra meter did not include the calibrator or the blister pack. He also reported that the next day, while mowing the lawn, he experienced vertigo, lightheadedness and lost consciousness causing him to collapse. His wife gave him orange juice and candy. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The device has been requested back for investigation. A final report will be submitted when the investigation is complete.